Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Device fastpath summary were reviewed which revealed that the battery voltage was low based on the usage profile. The root cause of the event was unable to be determined as the product was not returned for to abbott for investigation.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed that the right ventricle leadless pacemaker (rvlp) had excessive battery discharge and was at recommended replacement time (rrt) indicator. No changes or interventions were reported. There were no patient consequences.